Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a high blood glucose of 411 mg/dl. No form of treatment was reported and no troubleshooting was performed. The customer¿s blood glucose was 272 mg/dl at the time of call. Customer stated that they were unable to calibrate due to high blood glucose reading. Customer did not mention if the auto mode feature was active at the time of high blood glucose event. The insulin pump is not expected to return for analysis.